Manufacturer narrative:
B3 date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that desterilization occurred. A 4.50 x 28 mm synergy megatron selected for use. It was noted that the stent strut damaged and desterilization. There were no patient complications reported.